Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable was pulled from the distribution node (dn), damaging the j702 connector on the distribution node (dn) pca board. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report a damaged cable on the electrode belt.